Event description:
The patient reportedly experienced an infection post implant surgery. The patient experienced drainage for six days. The patient was prescribed oral cipro, cortisporin otic drops, and 875mg of augmentin.